Manufacturer narrative:
The reported event of incorrect reading was confirmed. During analysis, it was determined the firmware was delayed in adding markers to identify ventricular pacing (vp) on the egm, causing an incorrect reading; however, the event was unable to be reproduced. The root cause of the event could not be determined.

Event description:
During a clinic follow-up, a marker anomaly was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.